Event description:
Event detail: it was reported that the pt experienced a fracture of the tm patella. The patella was removed and replaced with an all-polly patella.

Manufacturer narrative:
The implant has been retained by the pt and will not be returned for eval. The investigation into the event will continue, but limited info is being provided for the investigation. Should add'l info be received and/or the root cause can be determined, this report shall be updated.